Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a

Event description:
It was reported that, "sheath placed without incident initially, followed by a diagnostic catheter. Upon withdrawal and re-advance of diagnostic catheter, it would no longer advance. Sheath was removed and procedure was completed with another device". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cathlab sheath introducer set with multiple components, including a sheath and a dilator, for evaluation. Signs-of-use in the form of dried biomaterial were observed inside the returned components. The diagnostic catheter from the complaint report was not returned. Initial visual inspection of the sheath and dilator revealed no obvious defects or anomalies. After per-forming functional testing , it was observed that significant amounts of dried biomaterial were lodged inside the sheath body. The sheath body length measured 9 1/2" which is within the specifications of 9 1/8" - 9 5/8" per product drawing. The sheath outer diameter (od) measured 0.100" which is within the specifications of 0.099-0.103" per product drawing. The sheath inner diameter (ID) at the tip measured 0.078" which is within the specifications of 0.077-0.079" per product drawing. Functional inspection of the sheath/dilator assembly was performed per the instructions-for-use (IFU) provided with the kit which states, "ensure dilator hub fully snaps into sheath cap. Prepare sheath for insertion by flushing through side arm." The dilator was attempted to be inserted through the sheath, and a blockage was encountered partially down the sheath body. To identify the source of the blockage, the sheath was flushed several times using a lab inventory 10ml syringe. Significant amounts of biomaterial were observed exiting the sheath distal tip. The dilator was then reinserted and, after light force was applied, was able to advance through the sheath. More biomaterial was observed exiting the sheath while advancing the dilator. Once the biomaterial was fully cleared, no resistance was observed while advancing and retracting the dilator. The dilator was fully advanced through the sheath and the hub cap was observed to snap correctly into the sheath cap. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a blocked sheath was confirmed through complaint investigation of the returned sample. Significant amounts of biomaterial were lodged inside of the sheath, which prevented advancement of the dilator. Once the blockage was cleared, the sheath met all relevant functional requirements. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "sheath placed without incident initially, followed by a diagnostic catheter. Upon withdrawal and re-advance of diagnostic catheter, it would no longer advance. Sheath was removed and procedure was completed with another device". No patient harm or injury. The patient status is reported as "fine".